Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. One (1) controller (B)(6) and six (6) batteries (B)(6) were returned for evaluation. No performance allegations were made against (B)(6). Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of all the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection of the returned controller revealed contamination within both power ports, the serial port, and the pump connector. Visual evidence provided by the site also revealed contamination within both power ports. Additionally, visual inspection revealed scratches on the controller¿s liquid crystal display (lcd) on the front panel window; the observed damage did not allow clear visibility of parameters on the controller display. Internal inspection revealed a crack on a standoff post within the controller housing. No evidence of fluid ingress was found. The observed scratches on the controller front panel window and standoff post crack are additional findings not related to the reported event. The most likely root cause of the observed controller display scratches events can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming in to contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA: pr00517125 is investigating this issue. Log file analysis revealed six (6) low flow alarms logged since on (B)(6) 2024; power consumption and estimated flows remained within normal operating range throughout the analyzed period. Analysis of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 13:11:54, indicating a physical disconnection of driveline from the controller likely during the reported controller exchange. Review of the event log file revealed four (4) controller power-up events with associated pump start events were logged between 03/mar/2024 at 19:56:17 and 09/mar/2024 at 17:18:10, indicating a loss of power to the controller. The controller was off for an average of 8 seconds. No anomalies were observed leading up to the losses of power. Log file analysis revealed that (B)(6) were involved in the loss of power on (B)(6) 2024, however no other anomalies were observed. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the reported contamination can be attributed to handling of the device. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it was unclear what caused the problem, and both batteries in use at the time of the no power alarm were exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections to b5 and h6. Heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial or lot#: (B)(6); UDI #: (B)(4). No h3: no h4: mfg date: 01-mar-2023, no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial or lot#: (B)(6). UDI #: (B)(4). No h3: no h4: mfg date: 01-mar-2023 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D1: heartware ventricular assist system: controller 2.0 d4: model #: 1420; catalog #: 1420, expiration date: 28-feb-2022. Serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 12-feb-2021. H5: no h6: the codes present in section. H6. Correspond to components products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows with associated low flow alarms. It was also reported that the controller suddenly lost power and remained off for 5 seconds, then "worked again" and the power sockets were "very dirty." The vad remains implanted and the controller was replaced. No patient complications have been reported as a result of this event.